Manufacturer narrative:
Pump received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer did not provide their blood glucose value at the time of the incident. The customer reported that the insulin pump was cracked at the retainer ring, however the insulin reservoir was able to lock into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.